Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site. It was reported that the tubing was leaking at the luer tip where it connects to the maxplus needleless connector. Upon completion of the padcev (enfortumab vedotin) infusion, the patient¿s sweatshirt was observed to be damp at the tubing connection area, suggesting leakage. A spill kit protocol was initiated per facility procedure. As a result of the leakage, there was an approximately one-hour delay in therapy while the pharmacy prepared a new medication bag. The newly prepared medication was subsequently infused without issue, and the therapy was completed successfully. The event occurred post-therapy and involved a patient, with no patient harm.